Event description:
The needle tip broke off when the needle was deployed through the tissue. The needle tip was able to be retrieved and there was no harm done to the pt. The case was finished by opening another needle which worked fine. The facility does not resterlize their needles and this was a brand new needle.